Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure the operator advanced the subject guidewire with the microcatheter towards the intracerebral occlusion. However, the subject guidewire looped back. Next, the operator brought the microcatheter to obtain more support and pulled the guidewire back but the tip of the subject guidewire has broken off and remained in the vessel. The subject guidewire was removed and the operator proceeded to remove the clots. Next, the operator used the stent retriever to remove the broken tip. There was a surgical delay of unknown length due to this event. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was noted to be fractured approximately 10cm from the distal tip. The guidewire nitinol tubing was noted to be broken 9cm from the distal tip. The guidewire distal tip was noted to be kinked/bent (shaped). The core wire distal end was observed through the distal tip dome. Functional inspection was not performed due to subject guidewire damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that "I advanced the guidewire with a microcatheter and then the guidewire looped back. I was on my way to an intracerebral occlusion. Micro brought up to get more support. Next, I wanted to pull the guidewire back so that the tip pointed up again. However, I noticed that a piece of tip remained in the vessel. Then the guidewire was removed, but the tip remained in the vessel. First removed the clots and then removed the tip of the guide wire with the stent retriever." Additional information provided by the customer indicated that "at the end of the procedure I noticed some resistance. When I checked the wire and try to move the wire I noticed that the wire tip was loose". The guidewire was returned and it was confirmed that the guidewire was fractured and the distal 10cm section had separated, there was some additional fracturing noted to the nitinol tubing near the initial fracture/separation point. The distal tip of the guidewire was noted to be bent/shaped. The damage to the distal tip, bending/shaping, is indicative of excessive forces on the guidewire, it was noted that the physician did not shape the wire. It is probable that there may have been procedural and/or anatomical factors present during the clinical procedure, causing excessive force to the distal end of the guidewire causing it to fracture during manipulation of the guidewire in the distal vasculature. An assignable cause of procedural factors will be assigned to the reported and analyzed event: guidewire distal tip broken/fractured during use and to the analyzed event: guidewire distal end/tip kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the operator advanced the subject guidewire with the microcatheter towards the intracerebral occlusion. However, the subject guidewire looped back. Next, the operator brought the microcatheter to obtain more support and pulled the guidewire back but the tip of the subject guidewire has broken off and remained in the vessel. The subject guidewire was removed and the operator proceeded to remove the clots. Next, the operator used the stent retriever to remove the broken tip. There was a surgical delay of unknown length due to this event. The procedure was completed successfully with no clinical consequences to the patient.